Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Wang z, tian z, li w, et al. Variation of mass effect after using a flow diverter with adjunctive coil embolization for symptomatic unruptured large and giant intracranial aneurysms. Frontiers in neurology. 2019;10:1. Medtronic received a report through literature regarding patient's implanted with a pipeline device. The remaining patient died of subarachnoid hemorrhage diagnosed at a local center 2months postoperatively.